Manufacturer narrative:
Pump was received with blank display due to moisture damage electronic assembly. Unit was received with corroded battery tube and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has a crack on the battery compartment. Customer's blood glucose at the time of the incident was 5.6 mmol/l. The device has been returned for analysis.